Event description:
It was reported that the lead was displaying loss of ventricular sensing. The sense/pace portion of rv lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
Investigation determined that this was a supplier issue and corrective action has been addressed with the supplier.

Event description:
It was reported that post op of a laparoscopic sigmoid colectomy procedure, the patient had a leak three days post op. The patient was re-operated and the wound drained. The patient had an additional two days hospital stay. It is unknown where the leak was coming from. It is unknown if the ec45a or the cdh29 staple lines were leaking. Both devices were discarded.

Manufacturer narrative:
The returned product was evaluated and the report of "blood temperature measurements were abnormally low" was confirmed. There was no visible inconsistencies observed on the eeprom data. All through lumens were patent, without leakage. The balloon inflated clear and concentric, and remained inflated for more than 5 minutes. There was no visible damage to the catheter body. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were noted. However, during resistance testing, it was identified that the incorrect resister was placed into the thermistor connecter during manufacturing. The investigation is ongoing. The lot number was not provided and therefore the device history record could not be reviewed.

Manufacturer narrative:
Device is in the process of being evaluated, and a follow up with the results will be submitted.

Event description:
It was reported that "blood temperature measurements were approximately 30 degrees celsius which was abnormally low. The cable was replaced but the problem was not solved." There were no patient complications reported.